Event description:
It was reported that: the pt who was connected to the ventilator had repeated desaturations and was intermittently manually ventilated. Finally the pt was manually ventilated all the night. The pt died thereafter.

Manufacturer narrative:
The investigation was started and is ongoing. Results will be reported in the follow up report.